Manufacturer narrative:
Company reps evaluated the unit and replaced the co2 module.

Event description:
Customer reported an issue with the v series monitor, which may have affected co2 monitoring. No pt injury was reported.